Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon ruptured occurred the 99% stenosed target lesion was located in the calcified and moderately tortuous superficial femoral artery. The 4 mm x 40 mm 146 cm coyote es mr balloon was inflated for approximately 20 seconds and ruptured at 6 atms during the first inflation. The procedure was completed with another device. No patient complications were reported and the patient condition is good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).